Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mcs tip cover accessory or mcs instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the monopolar curved scissors (mcs) tip cover accessory that was installed on an mcs instrument fell off inside the patient. The mcs instrument had reportedly become stuck at a right angle. The mcs tip cover accessory was retrieved during the same procedure which was completed robotically.